Event description:
Customer reporting alleged false negative sars result. Customer communicated they had a pcr test performed the day before the antigen test with a positive result. Symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: unable to determine. Source: phone.